Manufacturer narrative:
A follow up was performed with the customer, and it was reported that after performing a performance verification test (pvt), no issues were found. No parts were replaced.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a patient disconnected alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a patient disconnected alarm. The rse advised the customer to perform a full performance verification test (pvt), and address any issues found. The rse informed the customer that if it passes the full pvt, that the device is ready for use, however, if a problem is observed, it was caused by something external to the ventilator or settings. The investigation is ongoing.